Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged and was capped and replaced. No patient symptoms were reported. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information reported on (B)(6) 2015 revealed that the primary cause for the lead replacement was a loss of capture as a result of the lead dislodging.